Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) was not connected to the ilet bionic pancreas, and the user had applied a new g7 sensor but had not entered the pairing code; an agent guided the user through entering the code, after which connectivity was established. The user experienced a blood glucose peak of 277 mg/dl with no associated clinical symptoms. Outcomes included no reported alarms, no reported alerts, and no hospitalization. User support included customer service troubleshooting and education to complete sensor pairing. Investigation of this case revealed user error related to incorrect or incomplete sensor pairing, with the device operating as designed once the sensor code was entered and the system paired. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use.